Event description:
Tango m2 stress test monitor failing to provide proper blood pressure reading. "Excessive arm movement or microphone noise." Is an error message received after multiple tries, using multiple cuffs. This device (automatic-inflation electronic sphygmomanometer) has failed in the past with the same problem. Vendor checked it and reported no issue found. The device was sent again for the same problem, and the unit was just received and still showing the same problem, even though the vendor saying no problem with it.